Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting an eval, the results of which will be the subject of a follow up report.

Event description:
During an open shoulder repair, the surgeon observed some "white powder and or flakes" emanating from the healix awl and falling into the body. They also observed that if you tapped on the complaint device outside of the body, this same substance would come from it. The surgeon flushed out the area and the procedure was concluded successfully without further incident or harm to the pt.